Manufacturer narrative:
The device subject to this investigation has not yet been returned to manufacturer for evaluation.

Event description:
It was reported that during an oral procedure, the blade broke off the shaft. It is also reported that the broken piece was retrieved and the surgeon has no concerns about pieces being left behind in the patient. It was further reported that another blade was readily available and the procedure was completed successfully.